Event description:
It was reported that the stair chair had a cracked seat with sharp edges. The customer confirmed that the cracks on the seat did not prevent the seat from supporting a pt's weight. There was no pt involvement and no reported adverse consequences.

Manufacturer narrative:
Result: cracked seat with sharp edges. Conclusion: customer identified issue and made own repairs.